Event description:
Rupture of the lt implant. Pt is a 45-yr-0ld white female, gravida 5 para 5, status post bilateral augmentation with mastopexies in 1985 (subglandular). Pt has no history of trauma but complains of some breast pain for 6 months. MRI shows lt implant rupture. Pt has systemic complaints including arthralgias, myalgias, paresthesias, spasm, fatigue, adenopathy, fevers, headaches, neurocognitive problems, dry mucus membranes, hair loss, rashes, gastrointestinal problems, hypothyroidism. Pt is otherwise healthy. Exam positive for bilateral contracture with mild bilateral fullness and axillary tenderness. Surgery was done on 8/10/93, positive lt rupture with liquid gel disintegrated shell, thin capsules, infiltration superiorly with histiocytes.